Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stent was implanted in the lad. Approximately 8 month post procedure, patient suffered in stent restenosis, reported to be related to stent thrombosis in the target vessel which was treated with CABG. Patient is recovering. Investigator assessed event is possibly related to device but not related to anti platelet medication.

Manufacturer narrative:
Sponsor assessed the event as possibly related to the anti-platelet medication and the device. If information is provided in the future, a supplemental report will be issued.